Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the patient line. The customer's blood glucose level was in the 300's (mg/dl) and it was addressed with a manual injection and drinking water. Recommendation was made to change the cartridge.